Event description:
It was reported that the device would not operate on ac or dc power. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up/boot up. Physio updated device operating software and then observed proper operation through functional and performance testing. The device was returned to the customer for use. Root cause for the reported incident could not be determined.